Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 2 due to 32100 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the error 32100 was found indicating ac hardware current/voltage monitoring error reported by the axes controller, motor (acm), confirming the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where fault check and direction test failed with error 32100 pointing to the acm, replicating the reported event. Once testing was completed, the acm printed circuit assembly (pca) was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the acm pca was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary lobectomy surgical procedure, the customer encountered a reoccurring error 32100 on the universal surgical manipulator (usm) 2. The customer hard power cycled the patient side cart (psc) two times but the error remained, the customer noted that all four usms were needed for the case and retrieved a spare psc to connect to the system. The procedure was aborted to another dv system with no reported injury.